Event description:
It was reported that during implant the right ventricular (rv) lead looked fractured. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress,visual summary analysis of the lead indicated damage at implant. The analyst also noted:lead returned damaged, the svc exposed coil detorted/pulled/stretched/overstress but no fracture was observed.